Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an issue with the low alert. It was stated that the patient received a low alert, pressed the center button, but a few minutes later it sounded again. It was also stated that it is possible the first alert may have been vibration only, but the patient did not remember clearly. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.